Event description:
It was reported that during the cutting phase of a case, the drill was not working when the surgeon stepped on the foot pedal. The first step that was taken was to make sure we were on the cutting screen. Then, drill control and foot pedal were unplugged and replugged. When that didn't work, we backtracked screens and went forward again, all modes of control were tried. Finally, drill was switched. But it did not work either. When that didn't work, we switched to manual techniques. The entire time the bur was retracting and extending, however, the bur was not spinning. The anspach console was showing 0 rpm. After testing the system with different drills on the admin drill test, they worked. No patient impact was reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified no prior similar events. This failure mode is included in the navio risk assessment. The navio system for unicondylar knee replacement (ukr) user's manualreleased at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and foot pedal. We were not able to confirm there was a relationship established between the reported event and the device. Factors that likely contributed to the reported event were related to the drill not being able to spin when entering cut mode without showing errors on the anspach console. A reboot by the user cleared the error.